Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information received.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was then pulled off from patient tissue. No patient complications have been reported due to this event.   Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was then pulled off from patient tissue. No patient complications have been reported due to this event.   Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was then pulled off from patient tissue. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the clip assembly was not returned. It was noted that the control wire came back outside the catheter and was kinked, with its distal end broken. Additionally, the catheter was broken and the handle was damaged. The yoke was still attached. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information received.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was then pulled off from patient tissue. No patient complications have been reported due to this event.   Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.